Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, at the patient's last interrogation, the right atrial (ra) and right ventricular (rv) leads had malfunctioned. The leads remain in use. No patient complications have been reported as a result of this event.